Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the device froze on the guide wire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified obtuse marginal (om). The lesion was predilated with a 2.0x12mm non bsc balloon and then a 2.25x16mm taxus liberte atom stent was advanced to the om but was unable to cross the lesion. While attempting to withdraw the device it became stuck on the non bsc guide wire. The physician was able to successfully remove the taxus liberte device from the patient without any additional intervention. The procedure was completed with a non bsc stent with no patient complications reported. The patient's current condition listed as "okay".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)